Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer experienced draw volume issues. The bd blue top tubes ref # 363083, lot # 363083, are overfilling. I compared the volume in the tube to the tube examples on the bd ¿minimizing preanalytical variables for coag tests¿ card. Additionally, on 2020-02-11 the bd sales consultant provided the following additional information: think the tubes may not be overfilling. We discussed how the citrate tubes draw when first produced vs closer to expiration date. Site has not had any results they feel at this time are not valid. Site will continue to monitor and has informed all their collection sites that tubes may not be overfilling but to keep an eye on them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer experienced draw volume issues. The bd blue top tubes ref # 363083, lot # 363083, are overfilling. I compared the volume in the tube to the tube examples on the bd ¿minimizing preanalytical variables for coag tests¿ card. Additionally, on 2020-02-11 the bd sales consultant provided the following additional information: think the tubes may not be overfilling. We discussed how the citrate tubes draw when first produced vs closer to expiration date. Site has not had any results they feel at this time are not valid. Site will continue to monitor and has informed all their collection sites that tubes may not be overfilling but to keep an eye on them.